Manufacturer narrative:
Correction to d8, d8 was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, a root cause could not be determined. The instruction manual of gf-uct260 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating that the automated endoscopic reprocessor (aer) used is oer-aw. The manual disinfectant used is peroxyacetic acid. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The user followed the instructions for use with cleaning the device. The device is not being sent for additional microbiological testing.

Event description:
An unknown quantity of aeruginosa cells and denitrifying germ free bacilli were found in the instrument channel tube.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1:(B)(6) university. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The device evaluation found no anomalies with the device. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.